Event description:
The customer reported that the device peep fluctuated. The nellcor puritan-bennett customer support engineer (npb cse) verified that the peep drifted from its original setting. The npb cse inspected the device and replaced the pressure transducer pcba and autozero solenoids. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.